Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the patient went into cardiac arrest as the procedure started. At the time, the cardiac event occurred, the robot was docked and the procedure had just begun. Resuscitation measures were conducted, and the patient was able to have a return of spontaneous circulation and is currently stable. The procedure was aborted. The surgeon speculated that the reason for the patient's cardiac event was related to anesthesia. The patient is planned for rescheduled da vinci-assisted hiatal hernia repair procedure in the future.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no indication or allegation that a malfunction of a da vinci system, instrument, or accessory occurred.